Manufacturer narrative:
A direct product analysis is ongoing.

Event description:
Following was reported to gore. On (B)(6) 2020, a patient had a treatment of thrombus aspiration for popliteal artery occlusion as well as poba for below the knee occlusion. On (B)(6) 2020, a patient underwent a treatment of popliteal artery occlusion with gore® viabahn® endoprosthesis. After pre-dilatation was performed, the viabahn was advanced to the target lesion and deployed. However, the deployment line broke and became separated when the device expanded by about 5mm. It was reported that the device was fortunately pulled into the sheath and removed from the patient. The different size of two viabahn and one bare metal stent which was placed at proximal were placed, and the procedure was successfully completed. The patient tolerated the procedure. It was reported no resistance was felt when inserted, advanced and initiating deployment of the device. The device will be returned to us for analysis. A customer response is required.

Manufacturer narrative:
The entire device was returned. Deployment was able to be continued with traction on the deployment line at the endoprosthesis. Engineering evaluation conclusion(s) are: based on the device examination performed, no manufacturing anomalies were identified to which the event could be definitively attributed. Manufacturing evaluation conclusion(s): a review of the manufacturing records indicated the lot met pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional manufacturing narrative: c1. Name (#1) - cbas® heparin surface; manufacturer/compounder: w. L. Gore & associates, inc. Lot #21365417. Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.